Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# : (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced an infection. The hcp removed the implantable neurostimulator (ins) and part of each extension as a result of the event; the hcp cut each extension and ¿only removed the portion closest to the ins.¿ it was noted ¿the patient was considered high risk for infection¿ prior to implant because ¿she had an ongoing previous infection.¿ it was unknown whether the issue had resolved as of the time of report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.